Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose level of 39 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer; however, a response was not received.